Event description:
Related to MFR report #2183959-2012-03007. It was reported that the pt was implanted with a miniarc sling. Date of implant not provided. It was reported that the pt experienced urinary incontinence and a 3x3cm anterior vaginal wall mesh erosion after the initial implant procedure. The pt continues to experience pelvic pain, chronic constipation, vaginal bleeding, and is unable to have intercourse. On (B)(6) 2012, a vaginal mesh removal and cystoscopy were performed.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.